Event description:
The foam bumper piece on the hollister ancher fast et (which is designed to sit on upper lip of pt) tube holder became dislodged and was found in pt's bed. Staff reported that this has occurred previously.